Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they experienced keypad anomaly. The customer reported that the buttons were not working. The customer's blood glucose was 6.2 mmol/l at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The insulin pump received with minor scratched lcd window, cracked battery tube threads, scratched case and pillowing keypad overlay. The insulin pump failed leak test on the bottom left of the keypad overlay.